Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were on the part of doing the fill tubing and the fill cannula, when the insulin pump had a compromised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer had to reset it twice because it kept giving the same error. The customer stated that they were able to clear the alarm but were not able to complete the rewind. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm.